Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.